Event description:
It was reported that the asymptomatic patient presented for a generator changeout procedure. During the procedure the physician had difficulty removing the atrial lead from the device header. Multiple wrenches were inserted but would not engage the setscrew. The physician was instructed to try to remove the silicone plug above the setscrew. After removing some of the silicone the lead was removed successfully during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event of failure to remove setscrew was confirmed. Final analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw issue is consistent with having occurred during the procedure.